Manufacturer narrative:
Additional information was received that the patients leads were not visibly fractured. The patient underwent a lead replacement procedure and was doing well postoperatively. It is indicated that the leads model: sc-2218-50 (sn: (B)(4)) and model: sc-2218-70 (sn: (B)(4)) will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing extreme pain and shocks around the lead site. The patient also had inadequate and non-target stimulation. Device interrogation indicated that there were eight out of sixteen contacts that had high impedances. It was noted that the leads were malfunctioning and may had a breakage.

Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 17696778, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 16958880 / 16958880, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was experiencing extreme pain and shocks around the lead site. The patient also had inadequate and non-target stimulation. Device interrogation indicated that there were eight out of sixteen contacts that had high impedances. It was noted that the leads were malfunctioning and may had a breakage.

Event description:
A report was received that the patient was experiencing extreme pain and shocks around the lead site. The patient also had inadequate and non-target stimulation. Device interrogation indicated that there were eight out of sixteen contacts that had high impedances. It was noted that the leads were malfunctioning and may had a breakage.

Manufacturer narrative:
Sc-2218-70 (sn (B)(4)). Device evaluation indicated that the complaint was not verified. The lead was cut into two pieces, and the distal end was bent by pulling during the explant procedure. X-ray inspection, continuity/cross talk measurement on the separated lead portions found no cable anomalies. The device damage was similar to the typical explant damage and was not considered a failure.